Event description:
Surgical procedure performed to the pain. The agility tibial component was loosened, repositioned and cement was used to fill in. No parts were removed.

Manufacturer narrative:
Examination was not possible, as the product were not removed. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Although the complaint is non-verifiable, provided info states the pain was due to the positioning of the implants. The surgeon chose to loosen in the tibial and reposition. Cement was used to fill in the gaps. Provided info also states the product is not suspected of failing to meet specifications or contributing to the reported pain. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.